Event description:
It was reported in an article in neurosurgery that the patient experienced recurrent symptoms of ataxia and dysarthria four and a half months post procedure. Angiography, at a different facility, revealed fairly severe instent stenosis. The restenosis was not treated. No other information was provided.

Event description:
It was reported that the device was explanted after an implant duration of approximately 195.1 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to tricuspid regurgitation.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. It was learned that the device was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.